Manufacturer narrative:
On (B)(6) 2017, a rehab nurse (B)(6) at 1:30 pm reported to the us distributor that the patient passed on (B)(6) 2017. She was unsure of time and advised the patient coded while at dialysis, not wearing the lifevest. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the us distributor on 06/07/2017. The electrode belt was discarded by the distributor due to a biohazard on 06/08/2017 since it was reported that the patient was not wearing the lifevest at the time of coding. An evaluation was completed by the distributor for the monitor sn (B)(4) on 06/07/2017 that included a review of downloaded software flag files on the day of the event and functional testing. The review of the software flag files consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags (see attached). The software flag files did not suggest a device malfunction. The distributor functional testing confirmed that the monitor was fully functional, including the monitor pulse delivery and ECG acquisition circuitry. There is no indication of a device malfunction. On 06/14/2017, the us distributor received new information from a nurse at the dialysis center that the patient was in fact wearing the lifevest at the time of death. The nurse stated that while on dialysis, the patient had gone into cardiac arrest and the lifevest never did anything. Eventually the lifevest was removed after the patient lost consciousness and did not have a pulse. On 06/15/2017, the us distributor contacted zoll manufacturing to report that a patient had passed away while wearing the lifevest. On 06/20/2017 zoll manufacturing received a copy of a mandatory medwatch 3500a form, user facility report #(B)(4), for an alleged reportable death. This manufacturer's MDR report is being submitted to provide additional details on this event. Per the downloaded software flag files and ECG recordings, on (B)(6) 2017 an arrhythmia was detected by the lifevest at 11:07:08. The ECG recording (see attached) showed bradycardia at 45 bpm with nsvt. Detection of the arrhythmia by the lifevest stopped at 11:07:31. Per the ECG recording, the patient was in bradycardia from 40 to 50 bpm with CPR artifact from 11:07:10 to approximately 11:31:10. Per the ECG recording and downloaded software flag files, the lifevest electrode belt was disconnected at 11:31:15 on (B)(6) 2017. At the time of the electrode belt disconnection on (B)(6) 2017, the patient was in bradycardia at 20 bpm with CPR artifact. There is no evidence that the device caused or contributed to the patient death. No treatment sequence was initiated for bradycardia, as this is considered a non-shockable rhythm. While monitoring the patient's rhythm, no sustained ventricular fibrillation or ventricular tachycardia was detected. Corrected data: several pieces of information provided in the attached user facility report #(B)(4) were corrected in this follow up report. The patient identifier was updated with the zoll patient identifier. The patient date of birth was added to this sections as well. Updated with the adverse event code selected instead of the product problem code. Updated with correct names and model number of the lifevest device. Updated to reflect that the device was not returned to the manufacturer (zoll manufacturing). The device was returned to the distributor for evaluation. Device manufacture date: sn (B)(4): 11/25/2013; sn (B)(4): 11/17/2015.

Event description:
Per the user facility report: hemodialysis patient admitted to the facility as a pt on (B)(6) 2017. Pt returned back from hospitalization on (B)(6) 2017 for her hemodialysis with a zoll wearable life vest. On (B)(6) 2017 pt arrived at approx 10000 for hemodialysis wearing the zoll wearable life vest defibrillator. At approx 1103 bp 79/45 pulse 63, pt became unresponsive. There was no audible command heard from the wearable life vest. CPR was initiated. At approx 1104 an AED was applied with no shock advised. At approx 1107 ems arrived on scene. Ems continued life safety measure in the dialysis facility, ems per emergency room physician order life saving measures discontinued and time of death pronounced at 1129. This report is being submitted as it is unknown whether or not this device caused, contributed to or was a factor in the event.